Manufacturer narrative:
Insulin pump received with blank display anomaly due to power connector not plug in properly into at electrical board. Unable to performed the displacement test, sleep current measurement and active current due to blank display. Insulin pump received with cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose was 75 mg/dl. Troubleshooting was performed, advised the customer to insert the new battery. Customer stated that display did not return after pump restart. Customer also stated that insulin pump was not dropped or bumped, contacts on the battery cap are neither missing nor damaged, battery compartment was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.